Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that since around (B)(6) 2020, they were needing to charge the ins more often (every 2-4 days) than before (once a week) despite having the same settings since implant and only using group a - program 1. They also confirmed they never had any programming adjustments. Battery depletion considerations were reviewed with the patient, and they were told to see their doctor if they had further concerns regarding recharging behavior and programming. No symptoms were reported.